Manufacturer narrative:
This complaint will be updated once investigation is complete .trends will be evaluated.

Event description:
Allegedly, patient revised due to metallosis. Right (B)(4).

Manufacturer narrative:
Section b.3: date of incident has been updated/ section b.4: additional information in description / section d.4: product ID has been updated. / section d.6a and d.6b: date of implanted and revision has been added/ section h.6: health effect clinical codes and investigations codes have been updated.

Event description:
Allegedly, patient revised due to metallosis. Right sae# (B)(6) ; sade # (B)(6): patient had chronic irritation & pain bilaterally right worse than left. Small pseudotumor seen right hip, elevated metal ion levels detected. R hip was revised, all original components removed.